Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. A pairing test was performed, and it passed. The case was opened for interior inspection and it passed. Functional testing was performed and passed. The receiver log was downloaded, however the data found does not reflect the incident date. The allegation was undetermined. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.